Event description:
The customer reported that the lock pins came out of both locks. There was no pt injury reported.

Manufacturer narrative:
The product was returned for evaluation. Physical examination confirmed that the pivot pin had come out of the left side of the buckle. The weld was not broken, but had separated from the metal. The buckle was able to be closed and locked. However, the product should not be used under these conditions. Further investigation found that the root cause was poor workmanship of the dowel rod welding. Manufacturer reference #: (B)(4).